Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that "tip broke off the shaft. Was in patient, then was suctioned out of patient and tip discarded."